Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "rupture/deflation".

Event description:
Healthcare professional reported right side" rupture / deflation." Device has been explanted and replaced.